Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The mother reported via phone call that the insulin pump was powering off with new battery insertions. The mother also reported a no delivery alarm occurring on the insulin pump. The mother declined to troubleshoot and requested a replacement insulin pump. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the prime and excessive no delivery tests. No excessive no delivery alarms noted. The pump was monitored for several days with no blank display anomaly noted. The pump was received with normal operating currents. No damage found on the lcd isolation tape. The pump was received with minor scratches on the display window.